Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with no other devices. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. The markerbands are visible and are in the correct location. There was no evidence of any damage or irregularities contributing to the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that radiopaque (ro) marker bands were not visible under fluoroscopy. The 95% stenosed target lesion was located in moderately tortuous and mildly calcified superficial femoral artery. After crossing a guide wire, a 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced for pre-dilation. However, the marker bands could not be seen under fluoroscopy, so it was unable to confirm the position of the balloon. The device was removed and it was checked again under fluoroscopy, but still it was unable to confirm. The procedure was completed with a 2-4 non-bsc device. No patient complications were reported and the patient's status was good.